Event description:
It was reported by the affiliate that the (3) ems devices were used during a laparoscopic hernia procedure. It was reported that the clips remained open so that it was not possible to apply the hernia mesh. A second device was opened with the same results as was a third. In the third ems, the clips remained blocked in the device head and the surgeon had to convert to an open procedure.